Manufacturer narrative:
Upon revision of the device, manufacture date was changed from 02/01/2002 to 02/01/2012.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 3/30/2015. The fse noticed bubbles on the primary and secondary aspiration pumps. The fse replaced the pumps, which repaired the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak at the needle assembly area of the coulter hmx analyzer with autoloader while running controls. The volume of the leak was about 1/2 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.